Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn as the device is in the process of eval.

Event description:
During a second metatarsal fusion procedure surgeon inserted the tip of the 1.6 mm compression wire and the tip broke off in the pt's bone. Surgeon could not remove the tip of the wire and it remains in the pt's metatarsal. Surgeon selected another wire and completed the procedure.